Manufacturer narrative:
Product event summary: analysis found that the main board needed to be updated. It was also noted that the lower case was broken, one output connector was broken and all bails and bail covers were missing. The main board was replaced, the lower case was replaced, the broken output connector was replaced and new bails and bail covers were installed. The device was then checked and calibrated. The device then passed all functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
The device was returned for a field advisory update. The device was analyzed and tested out of specification. There was no patient involvement.